Event description:
This is a legacy complaint ((B)(4)) that was investigated and closed in 2022 but is being re-opened in qualio because the incident should have originally been a reportable event. Reference CAPA-34 for explanation - a product complaint was emailed to exelfrom air-tite products(reseller), the incident was reported on 16-aug2022, regarding product #26439 - exel hypo ndl 30gx1", lot #201122. "Customer states that as she was doing a procedure on a patient the needle broke off in the patients head and had to go to the emergency room to be removed." - a customer questionnaire was filled out by the end-user with the following information: 1. Issue occured dureing use . 2. The device was used as inteded . A. Direct contact w/pt. B. No other device used with this device . C. The needle broke during the procedure. 3. Another device was not used to complete the procedure . 4. Date of occurance was (B)(6) 2022. 5. Nonconforming device will be returned. 6. The device was used per IFU.

Manufacturer narrative:
Investigation: the factory conducted the investigation with the lot retained samples they had since, and the details are as follows: 1. Batch sample testing: 10 pieces of this batch of reserved samples were selected, and visual inspection was carried out. The adhesive between the needle tube and needle seat is in the right amount. In addition, 10 needles were selected for the rigidity and toughness of the needle tubes and the firmness of the needle tube connection, and they passed the testing meeting the requirements of iso 9626:2016. 2. Product process review: the production lot record and the finished product delivery inspection report of this lot are traced, and no abnormalities have been found in the production process and the finished product inspection process. The defective sample returned by the customer and the investigation is as follows: 1. Through visual observation, the adhesive at the connection between the needle tube and the needle seat of the returned product was full, eliminating the possibility of the needle tube falling off due to bonding. 2. With the help of high-power projection, the fracture surface of the needle tube is observed. The fracture surface of the needle tube is uneven and has obvious bending. The simulated bending needle tube fracture is compared with the sample returned by the customer and is found to be similar. Results/conclusion: 1. Through the inspection of the lot retain samples and the retrospective investigation as discussed above, the product appears to meet the standard requirements and upon investigating the defective sample returned it is evident that the breaking of the needle is not caused by the quality of the product itself, but it is by incorrect use and that the bending exceeds the maximum bending angle of the tube (25° of the normal wall). CAPA-33 was initiated to investigate and implement methods to address needle bending exceeding tolerance. (B)(4).